Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that upon opening of a smiths medical legacy plus pump, a no disposable pump clamp alarm was noted. It was also reported that the pump was restarted but the alarm persisted. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Additional information added to h6 and h10. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.